Event description:
Received call from dr. (B)(6)'s office. They said they had a pt in their office that had seen her dentist and the assistant had gotten a drop of the gluma in her eye. Requested the dentist phone number, the pt's gender and age. The pt was put on the phone and provided her dentist info. She was asked to describe her symptoms. She said she had redness and irritation in the left eye. Asked if she was taking any medication. She said she was at the office to get a prescription and any other treatment. The pt's dentist, dr. (B)(6) was contacted for details. (B)(6) acknowledged that she was aware of the situation. The pt was in for a filling and the assistant had accidentally got some gluma in the pt's eye. The assistant stopped what he was doing and explained to the pt what had happened. The pt was fine and they finished the procedure. The pt called her dentist on (B)(6) 2009 requesting details because she had redness and irritation and was going to her doctor's office for them to look at it. The accident occurred during a 2 surface filling on teeth #31. The pt was informed to rinse her eye at home and was not told to rinse when the accident occurred.

Manufacturer narrative:
This device did not cause a serious injury, however, the event could have contributed to a serious injury. Based on the info, there is no detail provided with regards to any type of medical intervention taken to preclude permanent damage.